Manufacturer narrative:
Unk scorpio femur and unk scorpio tibial tray were also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the reported revision. An eval of the revised devices cannot be performed as the devices were retained by the pt's lawyer and were not returned to the MFR. Add'l info (including x-rays and op reports) was requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that dr (B)(6) called and told that he revised a scorpio knee that had massive osteolysis.